Event description:
Reporting status: permanent damage. Reporting rationale: mi is considered to be permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that the pt was hospitalized on (B) (6) 2010. The procedure took place on (B) (6) 2010. Predilatation was performed prior to stenting of the mid rca with three xience v stents. A non st elevation mi occurred post procedure, which prolonged the hospitalization by one day. No treatment was performed and the symptoms resolved. The pt was discharged on (B) (6) 2010. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). (B) (4). The xience v 4.0x28mm (part#1009543-28/lot#711144i), xience v 4.0x28mm (part#1009543-28/lot#711144i) mentioned were filed under MFR numbers 2024168-2010-00191 and 2024168-2010-00193. Eval summary: product performance engineering reviewed the incident info. The reported pt effect of myocardial infarction (mi), as listed in the product instructions for use (IFU) is a known adverse event associated with coronary stenting procedures. Although hospitalization is not specifically addressed in the IFU, it is listed in the no-fault risk assessment in addition to mi, as a potential post-procedure complication and is not necessarily an indication of a product quality deficiency. In this case, the need for prolonged hospitalization was likely a secondary effect of the mi, which resolved with no further treatment. A review of the lot history record (lhr) did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint and all lot release testing met mfg criteria. A query of the complaint-handling database did not reveal any other incidents reported for mi or hospitalization with this lot, suggesting that there does not appear to be any indication of a product quality deficiency associated with the lot. Although there is no indication of a product quality deficiency, a definitive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality. This MDR is considered closed by the product performance group.